Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the touchscreen became shattered. Customer reported that while playing frisbee, the touchscreen became shattered; however, the pump remains functional. The customer's blood glucose (bg) level was 270 mg/dl. A bolus was delivered via the pump to address the bg reading. The customer reported that a back-up pump will continue to be used for insulin therapy.